Event description:
It was reported by service report that the pt right outer base tube and support link were bent. The base was low and would not allow the post tube to lock into the ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube weldment; support link.